Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: kara, a. Et all (2016). Flexor tendon complications in comminuted distal radial fractures treated with anatomic volar rim locking plates. Acta orthopaedica et traumatologica turcica, 50, 665-669. This report is for an unknown synthes anatomic volar rim 2.4 mm, variable angle locking compression (lcp) distal radius plate/unknown quantity/unknown lot. Additional device product code: hwc; common device name: screw, fixation, bone other number: UDI- unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "this report is being filed after the subsequent review of the following literature article: kara, a. Et all (2016). Flexor tendon complications in comminuted distal radial fractures treated with anatomic volar rim locking plates. Acta orthopaedica et traumatologica turcica, 50, 665-669. In a retrospective assessment, 36 (28 males, 8 females, mean age 46.4 9; range 22-69 years) with comminuted ao/ata type c2-c3 distal radius fractures treated with an open reduction and internal fixation using an anatomic volar rim locking plates (between january 2011 and december 2014) in order to determine the rate and nature of complications. Mean follow up period 23.8 (range: 12-48) months. Of the 36 patients, 1 experienced complications. One (1) patient experienced symptomatic flexor tenosynovitis (swelling on the volar side of the wrist and pain during thumb movements). After a mean period 20 (range 10-32) months the patient underwent a plate removal. During the plate removal, severe synovitis around the median nerve, synovitis around the plate and flexor tendons was observed. Degeneration and partial rupture were detected in the flexor pollicis longus (fpl) tendon, partial rupture of on the fpl tendon and contact of the fpl tendon with the volar plate. This is report #2 of #2 for (B)(4). This report is for an unknown synthes anatomic volar rim 2.4 mm, variable angle locking compression (lcp) distal radius plate.